Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Loss of integration of two endosseous dental implants. Implants were 2 of 3 placed. Removed implants were placed in sites 10 and 11 with resorbable membranes. Implants were not restored.